Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (surgical removal of essure coils on (B)(6) 2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and headache outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), headache ("headaches") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of essure coils on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, weight increased, headache and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.